Manufacturer narrative:
The device was received, and evaluated. An 0x6a occlusion alarm was generated by the pod. The exact cause of the alarm could not be determined from the investigation. The pod was received with the soft cannula deployed, and the formed needle visible through the exposed portion of the soft cannula. The linkage assembly was noted not to be fully retracted. Once the housing was removed, the linkage assembly retracted. Scoring was noted on the inside of the top housing. A misalignment between the top housing and linkage assembly prevented the linkage assembly from properly retracting the formed needle. This did not contribute to the alarm. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm, and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
The patient reported experiencing unexplained hyperglycemia.